Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was high pressure due to the presence of white contamination on the distal tip believed to be endo clot, clogging the: air and water nozzle, the auxiliary channel and the biopsy channel. As a result of this clog, the air and water volume did not meet the standard value. Additionally, water flow and removability also did not meet the standard value. These findings were due to a reprocessing or handling issue. Upon further inspection, it was observed that the adhesive of the light cover glasses, distal end and the adhesive of the optical cover glass was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope pressure is too high on channel six. The reported issue was found during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained in the air/water (aw) nozzle and the channel. It is likely that foreign matter remained because the reprocessing deviated from the instruction manual. The event can be detected/prevented by following the instructions for use which describes reprocessing in 5.3 precleaning the endoscope and accessories describes how to perform precleaning. Olympus will continue to monitor field performance for this device.